Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the oct image was too low and the control points would not snap in place for the circle scan even after rescanning and re-docking. Also, the lens was so low on the screen that it could not be seen. The surgeon chose to cancel the laser procedure. The system was rebooted which solved the issue. The procedure was switched to conventional surgery and was completed with no harm to the patient.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).